Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm on the insulin pump. Customer's blood glucose level was 402 mg/dl. Troubleshooting for no delivery was performed. Customer was advised that the insulin pump was working as designed. Customer was advised the alarm occurred as a result of set/reservoir occlusion. Troubleshooting for high blood glucose was performed. Customer experienced nausea, stomach pain for a few days and blurred vision. Customer advised they would go to the emergency room based on their healthcare provider's instructions.